Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported poor communication on their patient programmer (pp). Patient said that they did use their pp regularly and the last time they successfully connected to ins was bout 4 months ago. It was noted that the patient uses an antenna, confirmed the antenna was secure and synced with ins but that did not resolve the issue. Patient was told to unplug the antenna and place the pp directly over the ins, on the skin and sync but this did not resolve the issue either. Patient was redirected to follow up with health care professional (hcp) since patient said that they had not checked the implant and it had been 5 years since implant. The possibility that ins battery had depleted was reviewed. Patient was requested to call with update after device check. Patient also reported pain and bladder problems. Patient said they had called the hcp's office and was told to first call and consult with the manufacturer and then if needed to call them back. Follow-up with the patient determined that the communication issue started in (B)(6) 2017 and the remote was displaying a question mark. According to the patient the battery and one lead was replaced on (B)(6) 2017 and the issue was resolved. There were no further complication reported or anticipated.